Manufacturer narrative:
Unit received with intermittent buttons due to flattened express, esc, act, down arrow and up arrow dome switches. No button error alarms noted. No unlocked lcd keypad connector. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.